Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Fse was dispatched and on 8-mar-2017 checked instrument operation, ran patient samples on both analyzers. Adjusted detector and sample uptake, adjusted flow factor for 0.59 on patients. Ran controls and patients; results were comparable on both analyzers. The most probable cause of the reported event was a need for adjustment.

Event description:
On (B)(6) 2017, the customer reported the detector mv reading is about 10x higher on this analyzer that was recently repaired as compared to the other g8 with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.